Manufacturer narrative:
Approximate age of device - 4 years, 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2018, the patient underwent a pump exchanged. A transesophageal echo (tee) in the or revealed moderate to severe aortic insufficiency (ai) and severe tricuspid regurgitation (tr) that was caused by a pacer lead. The doctor attributed the ai to patient's tr and pulmonary hypertension. The tricuspid valve was replaced during the procedure. No further information was provided.

Manufacturer narrative:
Manufacturers aware date was inadvertently omitted from previous report. The correct date was dec 26, 2018.

Manufacturer narrative:
Patient code: pulmonary embolism (1498), listed in IFU. Vessel or plaque, device embedded in (1204), listed in IFU. Organ(s), perforation of (1987), listed in IFU. Device code: appropriate term/code not available (3191) [device tilt], not listed in IFU. Appropriate term/code not available (3191) [device perforation], not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) 400 daniels way, bloomington, in 47404. Registration no.: (B)(4).